Event description:
Unable to confirm atrial arrhythmias, possible atrial lead over and under sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).